Event description:
During an atrial fibrillation procedure, the catheter shifted on the precision system after three hours and the procedure was delayed by 20 minutes. The patient was under general anesthesia when their respiration changed causing the shift and the physician felt the delay was clinically significant. The procedure was completed successfully. There were no adverse consequences to the patient due to the clinically significant delay.

Manufacturer narrative:
Review of the electronic files has verified that the event occurred. However, there were no segments saved at the time of the shift, therefore, the cause of the shift and subsequent procedure delay could not be determined. A catheter shift may occur due to patient repositioning such as upper limb motion and displacement of the chest or abdomen, positional reference catheter dislodgment, gravitational shift of body weight as the patient relaxes and gradual impedance changes in the body, patch connection, adhesion, or placement issues, and powering up or shutting down lab equipment which can cause electro-magnetic interference with abbott equipment. Per the IFU, if a shift occurs use enguide alignment to return the catheters to their previous locations. If enguide alignment cannot return the catheters to their previous locations, it is recommended to recreate the model.